Event description:
It was reported that the patient is having their device replaced due to battery depletion. Surgery occurred and the explanted generator was received by the manufacturer. During the analysis review of the downloaded data from the explanted generator identified an instance of high impedance detected in the device history. On (B)(6) 2015 high impedance was observed. The next measurement on (B)(6) 2015 was within normal limits. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up to the physician provided that she had checked the patient¿s device on visits on (B)(6) 2015, and (B)(6) 2016 and the vns impedance values were all fine. She reported that no lead pin revisions or lead replacement surgeries had occurred in that timeframe. She did not suspect any issues with the device at that time because the patient was receiving good efficacy with the device.

Event description:
Lead revision surgery occurred. The lead was observed during surgery to have a break at approximately 2 cm from the generator, but was also known to have been cut inadvertently by the surgeon during a previous surgery. The explanted device has not been received by the manufacturer to-date.

Event description:
It was later provided that the explanted device was discarded.

Manufacturer narrative:
Suspect medical device, brand name, corrected data: the suspect medical device brand name was inadvertently not provided on follow-up report #2. Suspect medical device, model#, serial#, lot#, expiration date, corrected data: the suspect medical device, model#, serial#, lot#, and expiration date were inadvertently not provided on follow-up report #2. Device manufacture date, corrected data: the device manufacture date was inadvertently not provided on follow-up report #2.